Event description:
It was reported that this implantable pacemaker exhibited a pace impedance measurement high out of range greater than 3,000 ohms. On the same day of this occurrence, the patient had a premature ventricular contractions (pvc) ablation procedure. No lead safety switch occurred. Technical services (ts) explained most likely the ablation energy caused the impedance imbalance, and subsequent minute ventilation (mv) feature being disabled. Ts noted the mv feature can be re-enabled with an in-office visit. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable pacemaker exhibited a pace impedance measurement high out of range greater than 3,000 ohms. On the same day of this occurrence, the patient had a premature ventricular contractions (pvc) ablation procedure. No lead safety switch occurred. Technical services (ts) explained most likely the ablation energy caused the impedance imbalance, and subsequent minute ventilation (mv) feature being disabled. Ts noted the mv feature can be re-enabled with an in-office visit. No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that this implantable pacemaker exhibited a pace impedance measurement high out of range greater than 3,000 ohms. On the same day of this occurrence, the patient had a premature ventricular contractions (pvc) ablation procedure. No lead safety switch occurred. Technical services (ts) explained most likely the ablation energy caused the impedance imbalance, and subsequent minute ventilation (mv) feature being disabled. Ts noted the mv feature can be re-enabled with an in-office visit. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.